Event description:
The customer reported to olympus that during reprocessing on the evis exera ii colonovideoscope, the device was found to have a blocked channel. The subject device was an olympus loaner asset. There were no reports of patient harm.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. Additional information has been requested from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and customer follow-up in b5. The suspect device has been returned to olympus for evaluation and the olympus service center confirmed the customer's event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the device was not used on a patient.